Event description:
It was reported that during a procedure, the jaws of two ligasure devices would not release. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint devices were not returned to stryker sustainability solutions (sss) for an evaluation so a root cause could not be determined. Labeling and packaging was also not returned so information such as lot number, serial number, manufacture date, and expiration date are all unknown. The procedure date is unknown as well. Potential causes for the reported issue can be attributed (but not limited) to eschar build-up inside the guiding slots of the jaws which can inhibit the cutting ability and can affect jaw functionality, or grasping a greater amount of tissue then the device intended for and then attempting to cut it. Sustainability solutions' instruction for use state: "keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed." "Do not use this device on vessels in excess of 7 mm in diameter." "To ensure proper function, eliminate tension on the tissue while sealing and cutting." "Avoid overfilling the instrument jaws with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient." "Visually confirm that the jaws have reached the closed position prior to activating the cutter. Failure to do so may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient." "Prior to activating the cutter, confirm that the jaws are in the closed position. Spacing between jaws must be less than two millimeters." This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2012-00042 where the device had to be cut away from the patient's tissue when it became stuck even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.